Manufacturer narrative:
Patient date of birth/age and weight are unknown. Although the facility is unsure of when the device officially broke, it is believed that the issue occurred during a surgical procedure on (B)(6) 2016 resulting in retained fragments. As such, (B)(6) 2016 is being reported as the date of event. Device is an instrument and is not implanted or explanted. It is unknown at this time if the facility will release the device to the manufacturer for investigation/evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: march 3, 2016. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated stepped drill bit was found with a splinted tip during inspection on an unknown date. Although it is possible that the tip breakage occurred during the cleaning process, it is believed to have happened during a surgical procedure on (B)(6) 2016. The surgeon had used the reported drill bit to implant a trochanteric fixation nail advanced (tfna) construct in order to treat a subtrochanteric femur fracture. The surgeon had not noticed that a small piece of the drill bit had broken, but x-rays of the reduced fracture seem to show a tiny fragment. The proper anatomical alignment was reportedly achieved and the patient was said to be stable. No additional information is available at this time. Concomitant device(s) reported: tfna implants (part/lot numbers: unknown / quantity: unknown). This report is 1 of 1 for (B)(4).